Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a flexima open end ureteral catheter device was used during a cystoscopy procedure. Reportedly, the ureteral catheter broke inside the scope into three pieces. All the broken pieces were retrieved and confirmed during visual inspection.